Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had inappropriate sensing and no capture. The rv lead showed an increase in impedance. The lv lead had unacceptable thresholds, and intermittent muscle stimulation. The lv output was reprogrammed. All leads remain active. No further patient complications were reported as a result of this event.